Manufacturer narrative:
The customer requested a quote from service and then will decide if the device will be returned for repair. The customer thinks that the bearings are starting to go out.

Manufacturer narrative:
The reported complaint was confirmed. The motor is damaged and the saw will not function correctly. The customer has not issued a purchase order for the repairs. The unit is on hold in the service depot. Service will determine if parts are to be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw shaft was wobbly and making a weird noise. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.